Event description:
During verification testing at the service center, at power up, the device displayed a whitescreen error.

Manufacturer narrative:
During testing, it was found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery on the user interface controller 1 (uic1), which caused corrupt random access memory (ram) data. This report represents all the info known by the reporter upon query by hospira personnel.